Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was between 90-100 mg/dl. The customer continued to use the pump for insulin therapy.